Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the reading the customer reported was found in the meter memory.

Manufacturer narrative:
The customer"s product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving inaccurate readings on their adc blood glucose monitor. The customer reported comparing an adc meter reading of 138 mg/dl to a lab result of 58 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell into the "c" zone showing the differences in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.